Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was 333 mg/dl and read "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection and drinking fluid. The customer attempted to change pump supplies, but occlusion continued, the customer reverted to an alternate method of insulin therapy.